Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8079073. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the indwelling needle was found to be bent when the needle was removed. The following information was provided by the initial reporter, translated from chinese to english: when the patient received intravenous infusion, the indwelling needle had successfully entered the blood vessel during the injection. About 5 minutes later, swelling was found at the needle place and the drug solution was extravasated without any external inducement. The indwelling needle was found to be bent when the needle was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the indwelling needle was found to be bent when the needle was removed. The following information was provided by the initial reporter, translated from (B)(6) to english: when the patient received intravenous infusion, the indwelling needle had successfully entered the blood vessel during the injection. About 5 minutes later, swelling was found at the needle place and the drug solution was extravasated without any external inducement. The indwelling needle was found to be bent when the needle was removed.